Event description:
False positive leukocyte esterase was reported on 101 pt results which lead to 12 pts to receive unnecessary antibiotics. The malfunction was confirmed by urine microscopy and urine cultures which were negative for urinary tract infection in all 12 pts.

Manufacturer narrative:
Iris product IFU insert states that the diagnostic or therapeutic decisions should not be based on any single result or method. Therefore, decision of clinician to administer therapy based on single false positive or false negative result is indicative of uses of device off labeled claim. The following mdrs are related to this event: 2023446-2013-00001, 2023446-2013-0003, 0004, 0005, 0006, 0007, 0008, 0009, 0010, 0011, 0012, 0013.